Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to have been contaminated with blood inside of the lead insulation. No physical marks were noted on the contaminated rv lead. The rv lead was removed and discarded. Another rv lead was used to successfully complete the procedure. The patient was stable throughout.